Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. Based on the fact, that nothing was reported after the last usage in a surgical procedure and pre-supposing that functionality was confirmed by pre-operative check it was concluded that the event was mainly based in the intra-operative procedure. In case of any discrepancies, it should have been noticed during time of check which is required per IFU/ operative technique. A review of the inspection records for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "at the time of distal locking with the arch of the short gamma ti nail of 11 x 180 x 130°, it was not possible to lock it since the arch was out of calibration, neither dynamic nor static."

Event description:
As reported: "at the time of distal locking with the arch of the short gamma ti nail of 11 x 180 x 130°, it was not possible to lock it since the arch was out of calibration, neither dynamic nor static."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : not returned.